Manufacturer narrative:
Device received with unresponsive keypad. Problem isolated to the keypad. During visual inspection, found the keypad connector on electrical board was properly locked. Unable to perform displacement test and self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 120 mg/dl. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was no response from center button. Customer stated that using the up arrow allow them to navigate screens, however down arrow did not allow. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the block mode was active. Customer stated that the insulin pump was not responding as expected. Customer stated that an alarm was not in progress at the time the button was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.